Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that a foreign material was found on the tray. A 1.75mm rotalink¿ plus was selected for use. Upon opening the device, an o-ring was found lying on the sterile tray. No patient complications were reported and patient' s condition was stable.

Event description:
It was reported that a foreign material was found on the tray. A 1.75mm rotalink plus was selected for use. Upon opening the device, an o-ring was found lying on the sterile tray. No patient complications were reported and patient' s condition was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a labeled tyvek top of the rotablator packaging along with a black o-ring. The label belongs to rotablator rotalink plus device. The o-ring measures the specification of an o-ring for the brake of a perpheral rotablator. The investigation conclusion is manufacturing execution error as the manufacturing process was not executed as validated/as designed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was not returned for evaluation; however, a photo of the device was made available for review. Inspection of the photos attached to the complaint document does show the o-ring component loose in the packing. The remainder of the device was not photographed so no conclusion can be made on any damage present. The investigation conclusion is manufacturing execution error as the manufacturing process was not executed as validated/as designed. (B)(4).

Event description:
It was reported that a foreign material was found on the tray. A 1.75mm rotalink plus was selected for use. Upon opening the device, an o-ring was found lying on the sterile tray. No patient complications were reported and patient' s condition was stable.